Event description:
During review of the patient's programming history, it was noted that two faulted diagnostic tests were performed on (B)(6) 2010, which changed the patient's settings. Although the patient's settings were corrected after the first faulted test, all of the settings were not adjusted after the second test, leaving the patient with an inefficacious duty cycle. The duty cycle was corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.